Manufacturer narrative:
Patient information, patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated creatinine results on two patients. The results provided were: on (B)(6) 2019 sid (B)(6) creat = 13.98mg/dl / on (B)(6) 2019 new draw (sid (B)(6)) in ER = 0.69mg/dl; on a second analyzer serial number (B)(4). The (B)(6) 2019 sample = 12.66mg/dl; on (B)(6) 2019 sid (B)(6) = 8.6mg/dl / 0.96mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
A ticket search by lot 64125un18 found normal complaint activity and no trends were identified related to this issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c creatinine, lot 64125un18.